Event description:
New information states that the lead was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited high capture threshold and low sensing. The lead was reprogrammed. X ray showed no visible lead issue. Lead replacement was discussed. The patient was stable.

Manufacturer narrative:
Only a connector portion of the lead was returned in three pieces. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.